Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, the safety shield detaches from the device. This occurred with an unspecified number of devices. No adverse impact to patients or users was reported.

Manufacturer narrative:
Investigation summary: "material #: 368607. Lot/batch #: 4046537. Bd received 240 samples and 1 photo for investigation. The photo shows the device packaging, confirming the lot number. Additionally, 20 of the customer samples were evaluated by functional testing, each having their safety shield engaged, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."